Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer customer experienced an inability to pair their simplera sensor to the pump, as the pump repeatedly detected an incorrect sensor serial number. The customer reported no adverse event. The event involved product(s) mmt-5120d2. Troubleshooting was performed, and the customer reported that upon inserting a new sensor and attempting to pair it with the pump via the pair new device option, the pump consistently detected and suggested an incorrect sensor serial number corresponding to a previously removed and discarded sensor, rather than the currently inserted one. It was also confirmed that no other sensors were paired to the pump at the time. The customer was advised to move the previously used sensor to a different room, toggle the sensor feature off and back on, and search for the sensor again. However, the pump continued to detect the old sensor serial number, preventing the customer from successfully pairing the currently worn sensor. No harm requiring medical intervention was reported. Product return is not required for mmt-5120d2.